Manufacturer narrative:
A united states (us) customer contacted the siemens remote services center (rsc) regarding an erroneous beta human chorionic gonadotropin (bhcg) result obtained on a patient sample on a dimension vista 500 intelligent lab system. Siemens concluded the investigation of the event. Siemens reviewed the information provided by the customer and instrument data files. Quality control (qc) and calibrations recovered within the customer¿s expected ranges, indicating that the bhcg assay was performing acceptably. Siemens determined that the issue was isolated to a single patient sample and the cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported to siemens that an erroneous beta human chorionic gonadotropin (bhcg) result on a patient sample was obtained on a dimension vista 500 intelligent lab system. The initial result was reported to the physician and was questioned. The same sample was reprocessed on the original dimension vista 500 intelligent lab system. The reprocessed result was considered correct and reported to the physician. The customer did not provide the patient sample data to siemens. There are no known reports of patient intervention or adverse health consequences due to the erroneous bhcg result.